Event description:
This report is to advise of an air leak noted during analysis.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and microscopic inspection revealed tearing in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. This report is being filed on a pre-market clinical product, 13f agilis¿nxt steerable introducer dual-reach¿, that has a similar approved/cleared product distributed in the u.s., 8.5f agilis¿ nxt steerable introducer dual-reach¿ (510(k)# k061363).